Event description:
It was reported that the patients ipg would no longer hold a charge and experienced painful type sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year and a half ago from date manufacturer was made aware.